Event description:
Device malfunction: suture did not close arteriotomy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure with a perclose proglide device after an unspecified procedure. Reportedly, after the knot was completely advanced to the arterial surface, it was not completely closed and bleeding continued. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.